Event description:
During use of the subject device for an uncertain procedure, the error occurred. Then the surgeon found that the probe tip was broken. He searched the broken tip with CT scan and cleaned patient body more than usual. However, broken tip was not found. The procedure was completed with a similar device. There was no report of patient injury without this event.

Manufacturer narrative:
The subject device was returned to olympus medical systems corporation for evaluation. The evaluation confirmed that the probe broke down at 8.5 mm from the distal end. The shape of the fracture surface showed that the fracture developed from the scratched as the starting point. There were contact marks of the probe and jaw where the probe was broken off. The manufacturing history was reviewed, with no irregularities noted. As a result of evaluation, we have concluded that ptfe pad was worn by continuously activating output without grasping anything. Consequently, the probe and jaw came into contact, which caused scratches in both the probe and jaw. After that, since physician continued to use the device, the probe tip broke. And the broken piece length is more than 5mm and user could find enough. User tried to search the piece several ways, but it not found. So, the probability that it wasn't inside the patient's body is high. This report is being submitted as a medical device report in an abundance of caution.